Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject eva-y device [serial number (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed one service record (august 2016) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge and plunger), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi attached the eva-y device (handpiece head) to the handpiece ec-30 to restore the device to the state in which it was being used by the dentist at the time of the event. Nakanishi then conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 10,000 min-1, which is the maximum rpm for the handpiece head that drives the handpiece (10,000 min-1 for the handpiece), without water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 10,000 min-1 (motor revolution 10,000 min-1). Nakanishi observed rises in temperature at the testing points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurement 10 minutes after the start are as follows: test point (1): 27.6 degrees c; test point (2): 27.2 degrees c; test point (3): 25.8 degrees c; test point (4): 25.2 degrees c. Nakanishi, then rotated the motor at 40,000min-1, which is the maximum rpm for the motor and conducted the temperature measurement in the same manner as described above, assuming the worst possible scenario. Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurement 10 seconds after the start are as follows: test point (1): 67.3 degrees c; test point (2): 60.8 degrees c; test point (3): 34.3 degrees c; test point (4): 26.6 degrees c. The rise in temperature was so sudden that the test was concluded 10 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: there was abrasion of/debris on the plunger in the head and drive shaft assembly. Insufficient lubricant was applied to the other parts. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not exactly replicate the temperature rise at the time of the event, however, based on abnormalities in the inside parts observed in the visual inspection, as well as many years of experience, nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the abraded/soiled inside parts due to the ingress of undesirable materials into the device. Nakanishi considers it possible that the abnormal rise in temperature when the motor was operated at its maximum rotation speed was due to misuse on part of the user. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In addition, possible misuse of the device may also contribute to the overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, adherence to the maximum rotation speed limit, and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide the patient's weight. This event occurred in (B)(6), but similar products are marketed in the us under (B)(4).

Event description:
On (B)(6) 2018, an nsk handpiece head, eva-y was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi contacted the dentist through the distributor for further information about the event. The details nakanishi obtained from the communication are as follows. The event occurred on (B)(6) 2018. The dentist was stripping teeth of the patient's lower jaw as part of an orthodontic leveling treatment. The 2-piece device eva-y (B)(4) and ec-30 (B)(4) was being used in the procedure. The patient was not under anesthesia. During the procedure, the dentist found a one-centimeter whitish burn injury on the mucosa of the lower right lip. The patient was not aware of the burn because the injury did not hurt. The dentist applied an ointment to the burned area and determined that the burn did not require any medical intervention. The patient scheduled a follow-up appointment, then left the dental office. Prior to the follow-up appointment, the dentist made phone calls to check the state of injury, but the patient did not answer the phone. The dentist intends to examine the degree of healing when the patient visits the office the next time. According to the dentist, there were no abnormalities in the device observed prior to use.